Event description:
Customer reported receiving a blood glucose result on her precision xtra meter of 141 mg/dl that was higher than she felt. Customer also reported experiencing diaphoresis. Lightheadedness and generally not feeling well. Customer noted she went to sit down, tripped over her own feet and passed out. A neighbor found her on the floor, and called the paramedics. Paramedics administered an intravenous infusion of glucose. Customer was not sure exactly when the medical event occured, but thought it was a couple of months ago, and noted the meter had been giving her readings that she felt were higher than she felt were accurate for approximately six months prior to the day the medical event occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.